Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, it was reported that the up, down and ok buttons were under responsive to user presses. The keypad was also noted to be torn/punctured. There is no indication that the product issue caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/23/2016 with the following findings: during investigation, ok button had a puncture in it. The ok, up and down button were under responsive. The keypad was removed and there was no moisture damage found. The pump was opened and there was moisture corrosion found on the keypad connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).